Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: tyoe of investigation codes were added: 4109, 4111 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. One gold-tite® square uniscrew (unisg) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: loosening). May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. The product was returned without evidence of malfunction that correlates with the complaint description. Additionally, no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period. Based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The customer reported that a screw has become loose from the retaining final abutment. Tooth #19.